Manufacturer narrative:
This component is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During primary surgery the patient's tibia was fractured during impaction of the tibial components. Surgery was delayed approximately 30 minutes.